Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery (lad) with 100% stenosis, no calcification and no tortuosity. The 3.0x48mm xience xpedition stent delivery system (sds) was implanted, however, the stent strut was fractured and another xience xpedition stent was implanted to cover the fractured stent. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.